Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported on behalf of her daughter, that five (5) pledgets fell apart upon removal. Symptoms reported include fever, vaginal discharge, pain and odor. Consumer did not confirm whether she was able to remove all remaining parts and plans to seek medical treatment.